Manufacturer narrative:
H10 h3, h6: the reported 2.4 mm drill tipped passing pin, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin broke during placement. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the passing pin during placement. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during an acl reconstruction surgery, after preparing the femoral tunnel, the "passing pin" was placed in the desired address with the help of the guide. However, at the moment of passing the tibial drill; it was very difficult and it reached a point at which a metal sound with metal was heard. As a result, the "passing pin" broke leaving a piece inside the patient. After several attempts, the dr. Successfully removed the piece with the help of a curette and straight gripper. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.